Event description:
The ge oec 9800 fluoroscopy system would not produce an image when exposure button was activated. The monitors went black.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction and the system was functioning normally. No errors noted in the system event log. User stated interconnect cable may have been connected wrong, causing issue. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.